Event description:
The customer reported that the system was turning itself off while trying to boot up, thus preventing the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power plug connections were tightened. The system was then found to be operating as intended.